Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The monopolar handle was visually inspected for damages, and dents and scratches were noticed on the insulation. The instrument failed the insul scan test near the distal end of the insulation. The probable root cause/s could be normal wear, improper sterilization methods or user misuse. The device manufacture date is not known. (B)(4).

Event description:
It was reported that insulation was damaged.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that insulation was damaged.